Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black colored object in the tubing of an infusor. This issue was identified after pharmacy preparation. The infusor was filled with a cytotoxic drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured january 20, 2017 ¿ january 21, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed a black particle inside the device near the coil tubing. However, it could not be determined from the photograph whether the particle was inside or outside the fluid path. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.